Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire in a guidewire hoop loaded into an introducer needle was returned for evaluation. Functional, gross visual and dimensional evaluations were performed. The guidewire was noted to have bents. The guidewire was noted to be stuck within the introducer needle. Slight uncoiling was noted on the guidewire portion, distal to the introducer needle hub. The j-tip of the guidewire was noted to be exposed at the distal end of the introducer needle bevel; the exposed portion was noted to be bent. An attempt to further advance the loaded guidewire into the introducer needle was performed and was unsuccessful. The guidewire did not advance through the introducer needle. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. The guidewire did not advance through the introducer needle. Therefore, the investigation is confirmed for the reported physical resistance, difficult to remove and identified improper procedure, failure to advance, stretched and deformation issues. However, the investigation is inconclusive for the reported difficult to insert as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The root cause for the reported improper procedure is determined to be user error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a port placement procedure, the guidewire was allegedly found to be stuck in the introducer needle under x-ray imaging. It was further reported that the guidewire was allegedly difficult to be removed from the needle. Furthermore, the patient's subclavian vein was allegedly torn due to this. Moreover, the patient had allegedly became tachycardic which was managed by anesthesia. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a port placement procedure, the guidewire was allegedly found to be stuck in the introducer needle under x-ray imaging. It was further reported that the guidewire was allegedly difficult to be removed from the needle. Furthermore, the patient's subclavian vein was allegedly torn due to this. Moreover, the patient had allegedly became tachycardic which was managed by anesthesia. The current status of the patient is unknown.